Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose levels remained elevated (254 mg/dl - 421 mg/dl) after delivering boluses. Customer treated elevated levels with manual injections and pump boluses. Pump data was reviewed by tandem technical support and no anomalies were noted.